Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement test. However, the pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests due to the motor error. The pump was received with normal operating currents. The pump passed the self test and off no power test. The motor was tested outside of the device and it passed. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file with alarms that are due to a corrupted history file. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.